Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter separation from the hub. The following information was provided by the initial reporter: during the process of catheter placement for a patient, the hcp pressed the button to retract the needle and further advanced the catheter, and then saw the catheter and wedge separated from the hub. This required re-venipuncture but there was no health hazard.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and three photos. During the visual examination, it was observed that the catheter and wedge were not properly seated which allowed a small amount of force to be applied to separate the components. The reported defect was confirmed. This type of defect may occur during manufacturing due to the swage depth being too shallow which can be caused by incorrect equipment setting. There is a 100% vision inspection system in place to mitigate the risk from this type of defect. Additionally, operators perform sampling per quality procedures for catheter pull tests and retraction. Preventative maintenance is also performed to ensure proper function and upkeep of the equipment. Corrective actions have been initiated to address the issue. A device history record review could not be performed as the lot number is unknown. H3 other text : see h10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter separation from the hub. The following information was provided by the initial reporter: during the process of catheter placement for a patient, the hcp pressed the button to retract the needle and further advanced the catheter, and then saw the catheter and wedge separated from the hub. This required re-venipuncture but there was no health hazard.